Manufacturer narrative:
H6: component code 4755 added.

Event description:
On (B)(6) 2021, this patient underwent an emergency endovascular treatment for a rupture of the right common iliac artery aneurysm using gore® excluder® aaa endoprostheses and a gore® molding & occlusion balloon catheter (mob) as a temporary occlusion balloon. At the wound closure after stent graft placement, the echo examination detected no pulse in the right leg. Angiography only showed the blood flow to near the popliteal artery, and decreased blood flow was observed in the lower right leg. As treatment, access was regained, and thrombus was removed by fogarty catheter. Blood flow was improved. Decrease in blood flow was also observed in the left leg, so thrombus was removed by fogarty catheter as well. A small amount of thrombus was removed; however, improvement was not as improved as it was on the right side. The procedure was completed, and the physician decided to monitor the patient. Reportedly, prolonged balloon occlusion was necessary to sustain the patient vitals. It might be considered as one of the factors affected the lower limb ischemia.

Manufacturer narrative:
H10/11: additional manufacturer narrative: additional components implanted: plc121400j/23358990; plc121200j/22125553; plc121000j/23241673. A review of the manufacturing records for the devices verified the lots met all pre-release specifications.